Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va090j8, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The patient had a fall, after which the implant did not work, including after reprogramming attempts. The entire implant system was eventually removed. The issues occurred in 2014. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.